Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arcr procedure, the sutures of the healicoil anchor came out after the anchor was inserted into the bone hole. The procedure was completed with a surgical delay of 10 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor and sutures were not returned. Bio debris is present. The insertion device has no visible defects. A functional evaluation could not be performed since the anchor has already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that each shipment must be accompanied by the manufacturer's certificate of conformance. Minimum average knot break strength is specified. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.